Event description:
During product evaluation by a baxter service technician, a flogard infusion pump was found to have a damaged p1 pump head door. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event. The cause was identified to be wear and tear of the p1 pump head door. To correct this condition the p1 pump head door with required parts were replaced and the occlusion detectors were calibrated as per service manual. If any additional information is received, a follow-up will be sent.